Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter, ubd: 24-nov-2012, (B)(4). Interrogation of the device revealed the pump had been programmed to deliver 770.0 mcg/ml of morphine at 185.48 mcg/day. Evaluation of implantable pump serial number (B)(4) revealed no anomalies. Evaluation of implantable catheter serial number (B)(4) revealed a user-related hole in the body of the catheter. Leaking was observed during pressure leak testing in the lab. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for chronic low back pain and spinal pain. The patient's pump and catheter were returned for analysis without a complaint.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.